Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to anastomoses duodenum and stomach on a laparoscopic subtotal gastrectomy, the device did not fire. The same event occurred twice on the reload. A manual handle and another reload were used to complete the case. There was no patient injury.